Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected off no power were noted. Pump passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm or unexpected no delivery alarm noted during testing. The motor was tested outside the unit and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and shuts completely off. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had unexplained no delivery alarm. The insulin pump will not be returned for analysis.